Event description:
The end user stated his replacement the chair and the chair eagle medical provided was too small. No injury alleged due to invacare product, issue being eagle medical has given end user incorrect size wheelchair and is waiting for eagle medical to provide the correct size wheelchair. Invacare (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).